Event description:
It was reported that during a gastrectomy and lap chole procedure, the devices were not functioning with the hand activation. The foot pedal was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/4/2007. Information anticipated, but unavailable at this time.